Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the event was due to handling where the user insufficiently reprocessed around the forceps elevator after a procedure, and where foreign material on the elevator got dry and adhered since the user did not reprocess the device immediately after the procedure leading to the elevator corroded by moisture which invaded below the leaking point. Corrosion was seen as detected as foreign material. This information is addressed in the instructions for use (IFU): ¿3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet¿. ¿3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. 1.4 precautions: be sure to perform a leakage test on the endoscope prior to manual cleaning. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
At the olympus service center, the customer¿s issue was confirmed. Number one (1) switch key top had a pin hole. There was residue on the connecting tube and under the forceps raiser. The overall condition of the device was poor. The connecting tube was out of shape, the light guide lens was cracked, and plastic distal end cover had leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), button one (1) kept triggering automatically on the evis exera ii duodenovideoscope. No other devices were involved in the event. The intended procedure was completed with the same device with no surgical delay. The device was not inspected prior to use. No further issues were reported. No patient harm reported. During the evaluation of the device, it was noted there was residue on the connecting tube and under the forceps raiser due to insufficient cleaning/handling problems. This report is to capture the reportable malfunction of residue on the connecting tube and under the forceps raiser due to insufficient cleaning/handling problems noted at estimation.